Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving water via an implantable pump for unknown indications for use. It was reported that the pump was implanted on (B)(6) 2021 and it was discovered on (B)(6) 2021 to have a pending alarm. The logs revealed that there was a stall on (B)(6) 2021 and a recovered on (B)(6) 2021 while the pump was in shelf state. The rep had not heard from the patient reporting this alarm at time of the call. Reviewed the alarm could be silenced using the clinician programmer. It was further reported the rep wanted to know how the pending alarms looked as it was alleged that on the tablet it was tough to see that there was a pending alarm. Patient symptoms were not reported.